Event description:
The complainant reported a patient with acute myocardial infarction/cardiogenic shock was implanted with an impella cp for mechanical circulatory support. While on support, the automated impella controller (aic) experienced a purge disc issue, which was resolved by changing the console. No patient harm reported.

Manufacturer narrative:
The investigation has been completed. The purge disc detection failure was confirmed by the disassembly of the purge system. Purge disc detection flag was visibly broken. Therefore, the root cause of the purge disc detection issue was a broken cantilever (purge disc detection flag) in purge assembly. The root cause of the purge disc not recognized was a broken purge flag. This report is being filed as part of a retrospective review of historical records.